Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed to have occurred due to an effect other than the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a gastrointestinal endoscopic procedures using the subject device, there were several cases of postoperative infection. Two of them were severe cases with fever. More than 2 patients were not disclosed. The user facility suspected cross-infection due to contamination inside the subject device used in operation room, so a culture test was performed. As a result, no bacteria were detected from the air intake mouth of pressure reducing valve and mouth of co2 gas cylinder. The user facility did not provide other detailed information. According to the number of the patient and the number of olympus device used for procedure, omsc is submitting 2 medical device reports. This is 2 of 2 reports.